Event description:
Rep alleged that the cable has pulled out of the pendant body which has exposed the bare metal wiring. Rep stated that there were no injuries. A replacement pendant was ordered for the account.